Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation and to correct the investigation findings code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that based on the investigation findings, it was believed that the charge-coupled device (ccd) failed and causing no image. Since the product has been used for more than 14 years, it was considered that the ccd unit was broken down due to the deterioration of the product over time. In addition, the white line observed on the display was due to a broken cable and bent coupler. The legal manufacturer confirmed the contents of the instruction manual addressed the ¿bending of the coupler" and ¿cable breakage¿ at the time of shipment and concluded that the indicated phenomenon(s) could be prevented by following these instruction below. ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
This supplemental report is being submitted to correct the b5 in the initial report based on additional information obtained from the customer.

Event description:
Additional information from the customer states that the event occurred during a therapeutic laparoscopic appendectomy procedure. The customer reported a delay in the procedure due to the device issue. No other device was replaced during the procedure. The intended procedure was completed with a different device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image/black screen¿ due to a faulty charge-coupled device (ccd). In addition, a shortage was found in the cable causing intermittent white streaks in image. The coupler was also bent causing an off-centered image. The cause of the ccd and cable cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the screen was black with no image observed. There was no patient involvement reported.